Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 454 mg/dl. The customer reported a no delivery alarm during a bolus. The customer had no symptoms. The customer did treat the high blood glucose level with the insulin pump. The current blood glucose level was unknown. The customer declined to troubleshoot the issue due to a past event. The customer states the alarm did not occur during manual prime and was resolved with an infusion set change. The insulin pump or infusion set will not be returned for analysis.